Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement, tissue damage and recurrent mitral regurgitation. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. Two clips were successfully implanted, reducing mr to a grade of less than 1. On (B)(6) 2020, echocardiogram was performed and showed that the second implanted clip had slightly moved and caused a tear in the anterior leaflet. This caused mr to increase to a grade of 3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the migration (partial clip movement). The tissue damage and mr appear to be related to the procedural condition of the partial clip movement. The reported patient effects of mitral regurgitation (mr) and tissue damage, as listed in the mitraclip nt system, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: after the partial movement of the clip, it remained attached and stable on both leaflets. No clinically significant delay in the procedure occurred. No additional information was provided.